Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole- "broken pieces noted on cst's mayo after patient use. Item removed after case completion and bagged." Patient status- "post op, stable."

Manufacturer narrative:
Investigation summary: the entire event unit was not returned for evaluation. The obturator was returned in once piece but the cannula and seal subassembly were not returned. In the absence of receiving the entire event unit, it is difficult to determine the root cause of the incident. Upon visual inspection of the returned obturator, no visual damages or defects were noted; the obturator met specifications. During the manufacturing process, all trocars are thoroughly inspected and tested for functionality and performance prior to packaging. The root cause of the event could not be determined. Applied medical will monitor its vigilance system and take appropriate action, as necessary. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Additional information rcvd 25feb2016: only the obturator was retrieved. Additional information rcvd 12april2016: dr. Riccio does not recall any issues with the seal. Circulating rn and cst do not recall any issue with the seal. Dr. (B)(6) does not recall any issues with additional abnormal resistance when inserting the trocar. Circulating rn does not insert trocars. The cst noted small plastic pieces after the last trocar was inserted by the surgeon. These small pieces were bagged with product and appropriate documentation completed. Trocar 11 mm x 100 kii threaded ctf33, and sleeve 5 mm z-thread cts02 were being used, and no issues were noted with the 11 mm trocar. The surgeon's preference card is attached to see all items used on this procedure. The incident occurred at the beginning of the case during initial trocar insertion, so other items causing interference as not a factor.